Event description:
Customer reported that the tech is suffering from carpal tunnel syndrome (cts). Report from centra medical center: "a centra health system eeg tech has a workman's comp case for having worked a eeg system for long hours. The eeg machine workstation is not ergonomically correct. When the tech sits at the machine, there is no place for the tech's legs to go. It is very awkward to work at this machine. It is reported that the tech will undergo surgery for cts. Centra workman's comp manager advised that the eeg tech is suffering from cts due to the keyboard being too high for her when she sits at the machine. He believes that the cause of her injuries is the inapprppriate height of the keyboard for her size and stature. The effect is that her posture is not ergonomically correct while working at the machine, resulting in stress on her hands and wrists and pressure on the median nerve. Squeezing and irritation of the median nerve can lead to cts.

Manufacturer narrative:
Same tech also used one of our ep/emg systems (synergy). This system is also implicated in this same case. Ref MDR 2126317-2008-0005.